Event description:
Rep reported that the patient was admitted into the hospital with pseudomonas in the blood stream. The pump reservoir contents were tapped and sent for analysis. Pseudomonas was found in the pimp. It is not clear what the surgeon will do as a result.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. The surgeon did not believe there was a problem with the device. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.